Event description:
Per rep - (B)(6) 2020- they did 7 total passes on 4l, 4r and 7. Upon first exit from 7 and trying to get the specimen out, the tech exposed the needle and had to put a tremendous amount of pressure with the syringe. Nothing came out. The rep took a closer look at the needle and it was broken. Part of the needle (from the core trap down) was missing. This caused a bit of a panic as the physician took a closer look internally in the patient. The rep looked at the specimen jar and found the broken portion of the needle. No section of the device detached inside the patient.

Manufacturer narrative:
510 k #: k160229. Device evaluation: 1 unit of lot c1695372 of echo-hd-22-ebus-o-c was returned opened not in its original packaging. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 01 april 2020. The returned device lab findings and observations can be referred through the attached files. The needle was found to be broken distally. Needle able to advance and retract in full. Some advancement difficulty noted most likely due to the device having being used, no kinks noted. Document review including IFU review: prior to distribution, all echo-hd-22-ebus-o-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-o-c of lot number c1695372 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1695372. The notes section of the instructions for use, ifu0109-6 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0109-6). Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to possible fatigue, as per information provided 7 passes were made from 3 different sites, with the number of passes made, if any of the 3 sites proved more difficult it may have contributed to the issue encountered. Summary: complaint is confirmed as the failure was verified in the laboratory. The broken needle tip was found in the specimen jar and no section detached inside the patient. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
510 k #: k160229. Device evaluation complaint device was not returned therefore a document based review will be performed. Document review including IFU review prior to distribution, all echo-hd-22-ebus-o-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cook (B)(4). A review of the manufacturing records for echo-hd-22-ebus-o-c of lot number c1695372 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1695372. The notes section of the instructions for use, ifu0109-6 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0109-6). Root cause review a definitive root cause could not be determined from the available information. A possible root cause could be attributed to possible fatigue, as per information provided 7 passes were made from 3 different sites, with the number of passes made, if any of the 3 sites proved more difficult it may have contributed to the issue encountered. Summary complaint is confirmed based on the customer's testimony the broken needle tip was found in the specimen jar and no section detached inside the patient. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Per rep (B)(6) 2020. They did 7 total passes on 4l, 4r and 7. Upon first exit from 7 and trying to get the specimen out, the tech exposed the needle and had to put a tremendous amount of pressure with the syringe. Nothing came out. The rep took a closer look at the needle and it was broken. Part of the needle (from the core trap down) was missing. This caused a bit of a panic as the physician took a closer look internally in the patient. The rep looked at the specimen jar and found the broken portion of the needle. No section of the device detached inside the patient.